Event description:
It was reported that, "patella was sheered off of the pegs. Pt revised."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The hospital kept the device. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.